Event description:
Information received by medtronic stated that the customer alleged pump was under delivering because patient's blood glucose did not go down. They were experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be 315 mg/dl. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. The customer was using auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.